Event description:
The customer contacted stryker to report their device's controls were not responding. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. Stryker replaced the device's keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.